Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has sensitive skin and developed a rash on his back under the therapy electrodes. The patient reported that the lifevest dried out the skin on his back and ripped it open, causing it to bleed. The patient reported having a history of eczema. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who advised there is nothing they can do about the patient's sensitive skin. The physician advised the patient to remove the lifevest due to skin irritation and the doctor will prescribe the patient a different medical device. Outcome of the skin irritation is unknown.